Manufacturer narrative:
Evaluation of the returned af02 by engineering showed fibers were found at the base of the bur lockout pin. These fibers are most likely from use of non-recommended cleaning brushes, such as pipe cleaners, which were used to clean attachment bores. Medtronic recommends use of brushes with nylon bristles to clean attachment bores. Pipe cleaners and similar brushes use soft bristles that detach during the cleaning process and are left behind in the attachment. When a tool is subsequently inserted into the attachment, these bristles are pushed down into the collet shaft and collet at the base of the bur lockout pin. Over time, these bristles accumulate around the base of the pin thereby raising the base of the bore. In the case of the footed attachment, this condition where the tool sits higher in the collet tends to eliminate the gap between the tool tip and the foot which allows the tool to contact the foot and over time, perforate it. The most likely cause for this event is improper cleaning of the attachment causing the tool to be moved forward in the collet and contact the foot thereby perforating it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Initial evaluation of the attachment determined that the footed portion was damaged and may have been perforated by tool contact. Final evaluation results still pending engineering analysis. Previous investigation performed under pr#127716 determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bit bored through the foot of the attachment and nicked the patient's dura. No other patient impact was reported. On follow up it was reported the device malfunctioned causing the physician to nick the patients dura during a cranioplasty. The initial reporter¿s information was provided. The tool used during the procedure was not returned. Multiple attempts to contact the facility for additional information were unsuccessful.